Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). Post-procedure, the patient was about to be moved onto a gurney for transport when anesthesia noticed a decrease in the patient's blood pressure, and heart rate increase to 110 bpm. The patient then became asystolic. Cardiopulmonary resuscitation was performed, and the patient regained normal heart rhythm. Cardiac tamponade was confirmed by transthoracic echo (tte). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). Post-procedure, the patient was about to be moved onto a gurney for transport when anesthesia noticed a decrease in the patient's blood pressure, and heart rate increase to 110 bpm. The patient then became asystolic. Cardiopulmonary resuscitation was performed, and the patient regained normal heart rhythm. Cardiac tamponade was confirmed by transthoracic echo (tte). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 12/21/2018. Device available for evaluation? Is device returned to manufacturer? Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).